Event description:
Our MDR - after an implant duration of about 40 months, oversensing was reported. When the lead was extracted, an insulation damage was observed. No adverse patient side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.